Event description:
The patient stated that her infusion device is "not working" and her blood glucose has been elevated for the past 2 months. She stated that her blood glucose has been in the 250-300 mg/dl range. Her normal range is 140-160 mg/dl. She stated that she feels thirsty and has a dry tongue when her blood glucose is high. She stated she gives herself a bolus to lower her blood glucose. She stated she could smell insulin and "knows it was leading", but she was not able to find the leak. The patient was not able to determine the source of the leak and she was not able to troubleshoot. Attempts to reach the patient for follow up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.